Event description:
It was reported that the pt underwent a sling procedure approximately 5 to 6 months ago. The physician performed a cystoscopy and noted that the tape had been placed close to the bladder but had not perofrated it. On a return visit, approximately two months ago, another cystoscopy was performed and the tape was noted to have eroded into the bladder. The pt remains continent and asymptomatic.